Event description:
It was reported that the operating surgeon did some further investigation. This patient had a suspected immediate post-op infection. She was taken to the or by a colleague of his on (B)(6) 2014 for an arthrotomy, incision and drainage, liner exchange and washout. The original 4 x 11 mm liner was exchanged for a new one during the procedure. No post-op x-ray was performed. That said, the dr. Believes the locking wire from the original insert was not identified and removed during the liner exchange. It was therefore left in the knee joint and five months later came through the patient's skin.

Manufacturer narrative:
The following other devices were also listed in this report: triathlon cr fem comp #4 l-cem; cat# 5510-f-401; lot# elmcn, triathlon prim tib baseplate - cemented; cat# 5520-b-400; lot# elpxf, triathlon asym patella a35x10; cat# 5551-l-350; lot# lea490, surgical simplex cement; cat# 6191-0-001; lot# chu095. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Device was not returned for evaluation. An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: the device was not returned for evaluation. Insufficient medical records were received for review with a clinical consultant but following were his comments with regard to the reported infection: I&d is a common procedure for early infections with an attempt to save the joint. Liner exchange is required for access to the joint for I&d as well as to improve success rate for infection treatment because bacteria easily adhere to plastics rather more than metals. As such this is a procedure-related failure mode. The device was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot and sterile lot referenced. Conclusions: the medical comments indicate that I&d with liner exchange is a common procedure for early infections and as such would be a procedure-related failure mode. However, the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the reported device, revision operative report as well as patient history, follow-up notes and pathology reports are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Not returned.

Event description:
It was reported that the operating surgeon did some further investigation. This patient had a suspected immediate post-op infection. She was taken to the or by a colleague of his on (B)(6) 2014 for an arthrotomy, incision and drainage, liner exchange and washout. The original 4 x 11 mm liner was exchanged for a new one during the procedure. No post-op x-ray was performed. That said, the dr. Believes the locking wire from the original insert was not identified and removed during the liner exchange. It was therefore left in the knee joint and five months later came through the patient's skin.